Event description:
It was reported that during an unknown procedure, the clips were not closing completely on all firings. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.